Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal ") in an unknown number of female patients who received essure. The occurrence of additional non-serious events is detailed below. On unknown dates, the patients started essure. On unknown dates, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required) and adverse event ("following occurrence of adverse events"). The patients were treated with surgery. Essure was withdrawn. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter provided no causality assessment for medical device removal and adverse event with essure. Company causality comment: an unknown number of female patients underwent essure (fallopian tube occlusion insert) removal following the occurrence of adverse events (not specified). This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect insert cannot be excluded and this case was regarded as incident. A product technical analysis and further information are expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 31-jan-2017: quality-safety evaluation was received. Company causality comment: an unknown number of female patients underwent essure (fallopian tube occlusion insert) removal following the occurrence of adverse events (not specified). This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect insert cannot be excluded and this case was regarded as incident. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information is expected.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter did not respond to last fu attempt. Lost follow-up. Nca numbers ((B)(4)) provided. Final report. Company causality comment: an unknown number of female patients underwent essure (fallopian tube occlusion insert) removal following the occurrence of adverse events (not specified). This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect insert cannot be excluded and this case was regarded as incident. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No further information is expected.